Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm bolus stopped. Customer's blood glucose at time of incident was 33.3mmol/l. Customer already took correction on high blood glucose. The customer stated that the bolus is not delivered. The customer was advised and explained it occurs if the battery cap is loose or not loose. The customer was asked to removed remove battery and put it back. The customer was advised to monitor pump.